Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Customer alleged pump was the suspected cause of bg level. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, customer maintained that there was an issue with the pump. Reportedly the customer reverted to manual injections for insulin therapy.